Event description:
Rrt and nurse were in with the patient. Rrt went to suction the patient and placed the patient on 100% fio2 and the ventilator screen went blank and then a red message came across the screen saying, inop. We quickly grabbed the ambu bag and started bagging the patient. The patient's oxygen level dropped into the 70's immediately when the vent went off, but he quickly recovered once we bagged him. The vent was changed out and rrt tagged the vent and took it out of service. Doctor was notified and came to check on the patient. The patient has been in ards with three chest tubes and requiring pressure control.